Manufacturer narrative:
The customer called the company technical support specialist (tss) to complain of too much flow. The customer reported they lowered the bottle per recommendation from the company sales rep and have had no further problems. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause for the reported event "excessive flow" is a system settings issues (related to bottle height) since the reported event was addressed after system settings modification. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4).

Event description:
A surgeon requested that the settings on their system be changed to reduce flow because two pts experienced a posterior capsule tear, and one pt's nucleus shattered during cataract extraction surgery. In a f/u, the surgeon indicated that he likes to phaco with a lot of power. He manually changed the power and the flow became too great. All three cases were completed without further incident and successful intraocular lens implantation. There was no pt injury reported. Additional info has been requested.